Manufacturer narrative:
Failure analysis noted that the pump was stuck on full segment display due to faulty interface board. They were unable to verify the watchdog timeout alarm, audio/beep or high pitched tone due to the full segment display. There was no blank display noted; however, they were unable to perform the operating currents, displacement test and off no power due to the full segment display. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 126 mg/dl at the time of incident. The customer's father stated that the pump was making high pitch squeals and it alarmed watchdog timeout. They took out the battery and the display went blank. He stated that the pump was in a locker at a hockey game when the squealing sounds started. They were unable to continue the troubleshooting because of the constant tone. The insulin pump was returned for analysis.